Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported that the safetyglide slider malfunctioned and failed to slide as intended. To support the investigation, one hundred samples in sealed blister packaging were received for evaluation by the quality team. A visual inspection was conducted, and no defects or imperfections were observed. The safety mechanism on each sample was activated successfully, and all functioned as designed, fully covering the needle tip. A review of the device history record for material number 305916, lot 5174466, confirmed that all visual inspections were performed in accordance with requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the established inspection control plan and subsequently approved for shipment. Additional device history records were reviewed for each batch of needles used in manufacturing this final lot, and no documentation indicated the presence of this type of defect during the entire production run. Based on the investigation and analysis of the samples, the reported symptom could not be confirmed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material # 305916 batch # 5174466 verbatim: rcc received a complaint via email. Email(s) attached. The customer advised that the safety glide slider malfunctioned and didn't slide, the user ended up being injured by needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.